Event description:
It was reported the implantable neurostimulator (ins) recharger was not charging. It was also noted there was a loss of therapeutic effect. Stimulation stopped working the day of report and was causing acute pain in the left leg and back. It was noted when stimulation was on it was helping to manage the patient's pain. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n339082, implanted: (B)(6) 2012, product type screening device. (B)(4).